Manufacturer narrative:
Inspected reservoir, snap-cap and septum for anomalies none were found. Performed occlusion test per specifications, reservoir filled and connected to new infusion set. Installed reservoir and connector into insulin pump and performed infusion set. Installed reservoir and connector to insulin pump and performed catheter tip. Reservoir not occluded.

Event description:
Customer reports to have received a no delivery alarm. Customer's blood glucose was 100 mg/dl. During troubleshooting, customer was assisted in performing a 5.0 unit fixed prime and insulin did not exit. Customer states insulin did not exit with plunger push and there was greater than normal resistance with plunger. Customer reports that insulin did exit with manual prime. Customer was advised that insulin pump was working as designed. Infusion sets and reservoir would be replaced. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.